Event description:
Customer received a reading of 350 mg/dl with the freestyle meter but felt low. They went to the emergency room and a comparison reading of 60 mg/dl was obtained with an unknown brand of meter. The amount of time between readings was unknown by the customer. Glucose tablets were administered and the customer was released.